Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead developed cosmetic e nvironmental stress cracking while in vivo. Continuation of medical device: product ID sesr01 ipg implanted: (B)(6) 2014.

Event description:
The lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.